Event description:
It was reported the customer was hospitalized for high blood glucose. The customer had multiple infusion set sites that are infected. The dr stated that the customer only had two days bolus and alarm history shows only one day.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.